Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureterolithotomy procedure, performed on (B)(6) 2023. During insertion, it was impossible for the stent to be inserted to the patient's meatus. When the physician removed and checked the stent, it was found that the stent was dilated. Another polaris ultra ureteral stent was opened and used and successfully completed the procedure. A drawing of the complaint device was provided and showed the stent was dilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0406 the reportable event of stent kinked. The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the renal tip was torn. The positioner was returned in good condition; however, the suture was not returned. During a functional inspection, a mandrel of 0.039" was used and passed through the stent without resistance. During microscopic observation, the renal tip of the stent was torn. No other problems with the device were noted. The reported event was not confirmed. According to the product analysis and all evidence, some operational factors, handle and/or interaction of the device during their use could have generated the torn at the same time causing the tip to dilate contributing to the difficulty to pass through the meatus affecting the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureterolithotomy procedure, performed on (B)(6) 2023. During insertion, it was impossible for the stent to be inserted to the patient's meatus. When the physician removed and checked the stent, it was found that the stent was dilated. Another polaris ultra ureteral stent was opened and used and successfully completed the procedure. A drawing of the complaint device was provided and showed the stent was dilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Imdrf device code a0406 the reportable event of stent kinked.